Event description:
It was reported that this bio-envelope was part of the system revision due to infection. Furthermore, the patient had a temporary pacing system. No adverse patient effects were reported. The bio-envelope was explanted.